Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device implant the right ventricular lead exhibited high capture thresholds. Lead dislodgement was suspected therefore the lead was repositioned and better numbers were obtained. Towards the end of the procedure, the physician noticed that the patient's blood pressure was dropping. Cardiac perforation was then noted. Pericardiocentesis was performed and the lead remains implanted. The patient was well after the procedure.